Event description:
Report received indicated that during a percutaneous transluminal angioplasty there was difficulty deploying the stent given that there was incomplete expansion at the stent's proximal end. The target lesion was left iliac artery (size of vessel unknown). There was 95% stenosis present. The calcification and vessel tortuosity were unknown. The device instructions for use were followed during procedure. A guidewire was inserted across the lesion via the sheath introducer. There was pre-dilatation at the lesion using a balloon catheter. The stent deliver system was subsequently advanced towards the lesion over the guidewire through the sheath introducer and the stent was deployed within the lesion. However the proximal part of stent didn't widen. It was verified under angiography that there was no stenosis seen in the section of the stent that did not fully expand at its proximal end. Therefore the stent was post-dilated using a balloon catheter. The procedure was finished successfully. There was no adverse consequence to the patient. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni